Manufacturer narrative:
Based on the photograph and sample received the failure mode of foreign matter is confirmed. The failure mode of foreign matter mold was not confirmed due to ftir analysis and visual observation. Ftir analysis was completed on the material observed on the pad. The spectral analysis shows that this material is most likely polyester adipate or polyurethane. Isolated event, unable to confirm the source of the foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No non-conformance was noted during the manufacturing of this lot. Follow up emdr (B)(4).

Event description:
Material no: 930815, batch no: 1074828. It was reported by the sales representative that there were black spots on the foam pad and applicator. Per complaint form: the chloraprep stick when opened, appeared to have spots on the foam and stick (black spots) they sent a picture, but I am unable to copy-paste to this form. Opened up stick, didn't appear correct, set aside and grabbed a new one.

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (b)(4. Imdrf annex f code health effect: impact code: (B)(4) . Imdrf annex a code medical device problem code: (B)(4). (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815 batch no.: 1074828. It was reported by the sales representative that there were black spots on the foam pad and applicator. Per complaint form: the chloraprep stick when opened, appeared to have spots on the foam and stick (black spots) they sent a picture, but I am unable to copy-paste to this form. Opened up stick, didnt appear correct, set aside and grabbed a new one.